Event description:
Boston scientific received information that this lead and associated device displayed pacing impedance measurements of greater than 2000 ohms. A revision procedure was performed where the lead was surgically abandoned and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.